Manufacturer narrative:
The problem was due to burnt hr mirror. After the replacement of this component, the laser system restarted to work. We are unaware about patient injury.

Event description:
After approximately 12 joules, the laser system had been expended the breaker for the power outlet tripped. Once the power breaker was reset, the laser displayed a "low" error and use of laser discontinued.